Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt underwent a procedure to implant a percutaneous and surgical lead to her cervical spine/occipital (off-label) region. After the procedure, the physician noted the tip of the percutaneous lead was protruding through the pt's skin. The physician opted to cut the tip of the protruding lead. The physician removed the lead and replaced it with a new lead. Follow-up information identified the issue was resolved and pt was doing well postoperative.